Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set would not flow; further described by the reporter as ¿the solution won¿t pass through¿. This was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction: date returned to MFR. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage test was performed and a block between the small bore two piece luer lock assy and high pressure tubing was observed. The reported condition was verified. The cause of the reported condition was due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.